Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device bipolar pedal for the device remains active. There was no patient injury.

Manufacturer narrative:
One forcetriad generator was received, and an evaluation could not confirm a device defect that would contribute to the reported issue. Testing of the device found the returned sample met specifications in the received condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.